Event description:
A facility reported the surgical pattie string was detached during a procedure. The string was returned in 2 pieces to scrub nurse with the pattie remaining in the patient. After searching within cavity for approximately 1 hour, the pattie was found and removed from the patient.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The surgical pattie was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventive action implemented preventative actions for the patties/strips product family relate to discoloration, incorrect count, string issues, and x-ray detectability.

Event description:
N/a.